Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained dilaudid with an unknown concentration and dose. It was reported by the patient that her pump was alarming every 10-15 minutes, and she would like to get a manufacturer representative to turn the alarm off. The patient reported her pump was shut off on (B)(6) 2017 by a representative due to a lung problem. The patient reported the alarm had been going off since (B)(6) 2017, but she didn't notice it until (B)(6) 2017, and she had been in and out of the hospital due to her lung failure. The patient mentioned she had cardiopulmonary resuscitation (CPR) on (B)(6) 2017 and went into respiratory arrest and had been healing ever since. The patient reported the pump was not pumping any medication because it was shut off. The patient reported a health care provider (hcp) gave her the wrong medication. The hcp was supposed to give her morphine instead of dilaudid. The alarm sounds were consistent with pump alarms. The patient stated she didn't have a current hcp. The patient was going to follow-up with an hcp. No further patient complications were reported.